Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery due to vertebral body collapse at l3. On an unknown date, post-op, when the patient attempted to go to bed, rod breakage occurred at l3 with a loud sound. A revision surgery was performed for rod placement, rod connection and reinforcement at t9-s2ai. The patient's issue has now been reported as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the revision surgery, the broken part of the rod was cut by 5 mm, and was connected with axial connector.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 869-021, 510k # k040962 and UDI # (B)(4) was cleared in the united states. If information is provided in the future, a supplemental report will be issued.